Event description:
It was reported that during a pacemaker change out due to normal battery depletion (nbd) the right atrial (ra) lead set screw would not release. The physician attempted to remove the ra lead, however, the terminal end, insulation, and lead body fell apart. The physician elected to cut and surgically abandon and replaced the ra lead. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.